Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to contact failure of the lcd panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's reported issue of a green vertical line visual artifact was confirmed. This artifact obstructed the imaging capability of the device. In addition, the reportable malfunction (no image) identified during evaluation is likely due to poor contact of the lcd panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the image produced by their 4k uhd lcd monitor was blocked by a green vertical line visual artifact. The customer confirmed that the issue occurred during preparation for the use of the device, and as such no procedure was affected by this event. There were no reports of patient or user harm associated with this event. Upon inspection and testing of the customer returned device, it was observed there was no image. This report is being submitted for the malfunction found during evaluation.